Event description:
One of three part and lot numbers. Either 03-222-2 or 03-2421-0 or 03-2432-7. Three events occurred-two at a facility and one at another facility. Disconnects from permcath catheters. This event occurred during the 3rd hour of treatment. The machine did not alarm. The catheter was implanted in 99. The technician noted that the pt was in distress and attempted to give saline. Attempts to resusciate the pt were unsuccessful and the pt expired.